Event description:
Clinician set the imri pump to deliver o.5 mcg / kg per minute of remifentanil at a concentration of 50 mcg / ml. The pump calculated and delivered the dose to be 216 ml/hour instead of 6 ml/hour for the 100 kg patient. This programming error was discovered when we saw that the syringe was empty. No patient harm but a serious concern. Clinicians decided to discontinue use of these pumps at our institution until investigation findings are communicated. Then a determination will be made about future use.======================manufacturer response for infusion pump MRI compatible, mridium infusion pump (per site reporter).======================the manufacturer confirmed the problem identified by our investigation, after analyzing the history logs from the time of infusion. The company further investigated cause and identified a bug in the does error reduction system.on (B)(6) 2013 the company issued a recall for the iradimed dose error reduction system in the mridium 3860+ model.what was the original intended procedure?MRI.device #1is this a laboratory device or laboratory test?no.